Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, small, and a hemostatic valve separation occurred. Blood leakage in hemostatic valve was reported, during the operation, inner sheath couldn¿t advance in the outer sheath due to the impediment. Another carto vizigo¿ 8.5f bi-directional guiding sheath, small, was used to complete the operation. There was no patient consequence.

Manufacturer narrative:
Device investigation details: a picture was received for evaluation from the customer and the picture was evaluated following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.# (B)(4).

Manufacturer narrative:
On 31-aug-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation occurred. Blood leakage in hemostatic valve was reported, during the operation, inner sheath couldn¿t advance in the outer sheath due to the impediment. Another carto vizigo¿ 8.5f bi-directional guiding sheath - small was used to complete the operation. There was no patient consequence. On 12-sep-2022, additional information was received indicating the patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 10ml. No medical intervention required to stop the bleeding. Air did not enter the patient¿s body. No detachment from the sheath, but it was damaged. The hemostasis valve (gasket) did not break into two or more separate pieces. Device evaluation details: the carto vizigo¿ 8.5f bi-directional guiding sheath - small was returned to biosense webster inc (bwi) for evaluation. On 7-sep-2022, the evaluation was completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)